Manufacturer narrative:
Bayer case number: (B)(4). Severe pelvic pain for years [pelvic pain female] . Painful adenomyosis despite menopause [adenomyosis] . Sharp lumbar pain [lumbar pain] . Chronic fatigue [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-apr-2026. The most recent information was received on 27-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain for years") in a 52 year-old female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2025, 3758 days after essure insertion, she experienced pelvic pain (seriousness criterion hospitalisation), adenomyosis ("painful adenomyosis despite menopause"), back pain ("sharp lumbar pain") and fatigue ("chronic fatigue"). The patient was hospitalised in (B)(6) 2025 for an unknown duration. The patient was treated with tramadol (tramadol hydrochloride) and naproxen (naproxen sodium). At the time of the report, the adenomyosis had not resolved. The outcomes for pelvic pain, back pain and fatigue were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, back pain or adenomyosis. The reporter commented: patient¿s current status: painful adenomyosis despite menopause; only method of gaining relief is with tramadol and naproxen anti-inflammatory drugs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] (date unknown): not available batch number: d29713; expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Severe pelvic pain for years [pelvic pain female] . Painful adenomyosis despite menopause [adenomyosis]. Sharp lumbar pain [lumbar pain] . Chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain for years") in a 52 year-old female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2025, 3758 days after essure insertion, she experienced pelvic pain (seriousness criterion hospitalisation), adenomyosis ("painful adenomyosis despite menopause"), back pain ("sharp lumbar pain") and fatigue ("chronic fatigue"). The patient was hospitalised in (B)(6) 2025 for an unknown duration. The patient was treated with tramadol (tramadol hydrochloride) and naproxen (naproxen sodium). At the time of the report, the adenomyosis had not resolved. The outcomes for pelvic pain, back pain and fatigue were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, back pain or adenomyosis. The reporter commented: patient¿s current status: painful adenomyosis despite menopause; only method of gaining relief is with tramadol and naproxen anti-inflammatory drugs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] (date unknown): not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.